Event description:
It was reported that a spectrum iq pump displayed "close door" after IV tubing was inserted during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "keeps saying close door after IV tubing is inserted" was reproduced. A review of the event history log revealed shut door- power off messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the upper hook switch broken off . The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.